Manufacturer narrative:
The il-6 reagent lot number and expiration date were not provided. The field service engineer (fse) identified that the measuring cell was overdue. The fse replaced the measuring cell. The investigation determined that the root cause of the event was an aged measuring cell. The service action (replacing the measuring cell) resolved the issue. No further issues were reported afterwards.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys interleukin-6 (il-6) assay on a cobas e411 immunoassay analyzer. Initial result: 5.33 pg/ml. Repeat result: 40.67 pg/ml. The customer noticed that the result did not match the patient's clinical diagnosis and therefore, no questionable result was reported outside the laboratory. The sample was then repeated after the measuring cell was changed.